Event description:
Per the clinic, the patient experienced loss of sound and subsequent loss of connection to the internal device. During troubleshooting, the communication with the implant was re-established; however, open circuits were noted on all electrodes. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.